Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and could not duplicate the customer reported malfunction. The se uploaded the software to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator screen became inoperative. There was no patient involvement.